Event description:
A report was received that the patient was experiencing a lot of soreness at the ipg site. It was believed that the bottom of the battery looks like it was going to come out of the skin and it was a little bit inverted. It was also reported that there was no actual break in the skin. The patient underwent a procedure wherein the generator was moved a little bit towards the center. The patient was reportedly doing well postoperatively.